Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that, during implant, the physician was unable to connect the atrial lead to the atrial port of this pacemaker. After several attempts, the physician elected to use a different pacemaker, which allowed for successful lead connection. No adverse patient effects were reported. This device is not expected to be returned for analysis as it was retained by the healthcare facility.